Event description:
The pt used the suspect device to test pt's blood glucose level. The device read in the 30-40mg/dl range. Pt drank extra juice and took glucose raisers. On the second day of getting low readings and showing no hypoglycemic symptoms, pt went to the emergency room to be tested. The emergency room result and 715mg/dl. Pt was admitted to the hosp and given insulin.